Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 5.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured immediately. The device was successfully removed with no fragments left inside the patient. The procedure was completed using a non-boston scientific device, and no patient complications were reported.